Event description:
It was reported that the 2.8x19mm graftmaster covered stent was intended to be used to treat a perforation in the right coronary artery with mild tortuosity, heavy calcification and 60% stenosis. No resistance was noted during advancement. Deployment was attempted; however, the stent dislodged and was removed using a snare. The procedure was completed with a non-abbott device. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. Lhr and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. The investigation determined the reported activation failure and treatment appear to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to initial report, additional information was received. It was reported that the intent was to inflate the stent delivery system balloon to 12 - 14 atmospheres; however, the stent dislodged prior to the balloon reaching the intended pressure. The dislodged stent was snared from the right coronary artery (rca). No additional information was provided.